Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The outer flow tubing open end exhibits minor scratch marks. Due to the observed glass cap circumferential fracture on the distal side, the potential for forward firing may exist. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed circumferential fracture. In addition, the fiber was broken within the white tubing, 28.5 inches from control knob, between input connector and fiber control knob. The most probable cause for this complaint was considered unintended use error caused or contributed to event.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber was noted to be broken. The procedure was completed with a second fiber without any problem. No complications to the patient occurred due to this event.

Event description:
It was reported that during photo selective vaporization of the prostate (pvp) procedure, the fiber was noted to be broken. The procedure was completed with a second fiber without any problem. No complications to the patient occurred due to this event.